Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead had shown high, out of range pacing impedances in the past, for which the pacing had been switched to unipolar. Several months afterwards the lead was reprogrammed back to bipolar on a routine follow up and impedances were still high, out of range. An insulation damage is suspected due to the behavior of the impedance values. The setting was reprogrammed back to unipolar pacing. Considering the pathological circumstances from the patient, they were not immediately considering adding a lead, and will monitor the situation with the unipolar approach. The rv lead remains in service at this time. No adverse patient effects were reported.